Manufacturer narrative:
Isi has received the device involved with the complaint and completed the device evaluation. Investigation revealed the pitch cable was broken at the proximal clevis hub. The clevis did not exhibit any wear. Broken strands stuck out at the instrument's wrist. Other cables at the wrist were not damaged. Isi has conducted a device history record (DHR) review for this device and did not find any non-conformances that were related to this reported event. The customer reported complaint does not itself constitute a MDR reportable event; however; the broken pitch cable found during failure analysis evaluation could likely cause or contribute to an adverse event if the failure mode were to recur.

Event description:
It was reported that in central processing, a broken wire was identified on the fenestrated bipolar forceps instrument. The instrument was not used on a patient after the reported issue was identified and there was no allegation of harm or injury to a patient.